Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle attached to a greiner blood collection tube holder, the tube holder detached from the device when inserting a blood collection tube. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary: "material #: 368609. Lot/batch #: 3326425. Bd received (B)(4) sample for investigation. The sample was evaluated by visual examination for any hub defects and was also connected to a bd one-use holder and the indicated failure mode for separates from holder with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode separates from holder. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."